Event description:
Post-direct current cardioversion-difibrillation (dccv) remote monitoring data failure / suspected electrical reset. Risk to patient safety, inclusive of death. Patient has medtronic linq ii device implanted. Situation: patient status post dccv on [redacted] with loss of remote monitoring data visibility. Despite multiple platforms indicating the patient is ¿connected,¿ no transmissions or symptom-activated events are visible following dccv. Background: medtronic carelink shows the last successful data transmission on [redacted] (date of dccv). Medtronic equipment/monitor connectivity reports the patient as connected as of [redacted]--approximately 2 months later. Our 3rd party site lists the patient as connected; however, the connectivity graph reflects disconnection since dccv. Patient reports frequent symptom activator use for palpitations/flutters. No symptom-triggered egms [electrogram] or alerts are visible in carelink. Contacted medtronic technical support [redacted] who advised the patient likely experienced an electrical reset post-dccv. No electrical reset alert was received by the clinic. Medtronic has opened a technical support ticket; follow-up pending. Assessment: suspected post-dccv electrical reset with device clock corruption, resulting in: failed remote data transmission visibility, loss of symptom-activated event capture, false appearance of connectivity across platforms, missed alert for electrical reset. This represents a remote monitoring data integrity and patient safety risk. Recommendation. Expedite in-office device interrogation and reset to restore clock integrity and confirm full device functionality - next appt tomorrow with [redacted]- please seek tech support. Review alert failure and rca [root cause analysis] with medtronic once ticket findings are available. Report through the designated incident reporting structure due to missed alert and loss of rm [risk management] data visibility. Manufacturer response for remote cardiac monitoring site, carelink site (per site reporter).